Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had an MRI and experienced no related symptoms. The pump was used to infuse bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was located in the logs. The motor stall had occurred on (B)(6) 2014 at 10:42 and recovered at 13:19. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information was received from a study and healthcare provider indicating interrogation of the device revealed a pump motor stall with recovery. There was no documentation regarding an MRI on that date. The event resolved without sequelae as of 2015 (B)(6). The pump had been programmed to deliver dilaudid 1 mg/ml at 0.5253 mg/day and bupivacaine 30 mg/ml at 15.758 mg/day. It was updated on 2014 (B)(6) to deliver dilaudid 0.5996 mg/day and bupivacaine 17.988 mg/day.